Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently died. The cause of death was heart transplant failure, septic shock, and multiple causes (not specified). It is unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for lot number h13c28091 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).